Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.

Event description:
The customer reorted that this paddle set would not discharge when the paddle's discharge buttons were pressed. There was no report of patient involvement.